Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast volume, severe pain, and capsular contracture.

Event description:
Patient representative reports "after surgery patient reported pain", "patient noticed a different breast volume and severe pain" and radial folds, sign of a new capsular contracture" unknown baker grade. This relates to the left device. Device remains implanted.